Event description:
It was reported that the patient's stimulation has turned off approximately 6 times since implant. The patient confirmed this with her patient programmer. There were no patterns of when the device would turn off. The patient keeps the neurostimulator charged between 50-70% all the time. The patient has residual stimulation of 1-2 hours, so she doesn't notice it is off until the pain returns. It was later reported that the patient had another episode of the device turning off in 2009. It was noted that the patient was receiving therapy. The patient's device was reprogrammed.